Event description:
It was reported that post a percutaneous transluminal coronary angioplasty, stent thrombosis occurred. In (B)(6) 2012, an unspecified lesion in the coronary was treated with placement of a 3.0x12mm promus element plus stent. Six days later the patient presented at another hospital with chest pains. The physician noted the proximal end of the promus element stent to be under deployed and stent thrombosis was noted on the proximal end of the promus element stent. Ivus was performed and a 3.0x18mm non bsc stent was placed inside the promus element stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).